Event description:
The report indicated that the device was used for 8 hours when it was changed out for decreasing gas performance and leakage from the exhaust port. The device was changed out with no pt compromise. The device was used in an off-label manner.